Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. Upon interrogation, undersensed ventricular signals were noted on several auto mode switch episodes. Review of stored electrograms revealed far r wave oversensing. No intervention was performed. The patient was in a stable condition.